Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, and curved opening. A leak test was performed and found one opening. A microscopic analysis identified a curved sharp opening on anterior side in the same location of crease assessed as fold flaw opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a curved sharp opening on anterior side in the same location of crease due to fold flaw opening.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
Device was explanted.